Event description:
The following was reported to davol: it was reported that on (B)(6) 2014, the pt was implanted with a phasix mesh. Reportedly, during this procedure an enterotomy was made as a result of difficult adhesiolysis, a bowel resection was performed as treatment for the enterotomy. It was reported that the patient developed postoperative cellulitis and was readmitted. It was reported that the pt was found to have a retrorectus fluid collection in which a drain was in close proximity so a new drain was not initially placed. Due to non resolution of her cellulitis, a percutaneous drain was later placed and her cellulitis responded. She developed a superficial eschar of her wound which was sharply debrided. She is currently at home convalescing and undergoing dressing changes and her wound is healing. Her percutaneous drain remains in place as of the current time.

Manufacturer narrative:
A review of the mfg and sterilization records were conducted. The review found no anomalies during the mfg or sterilization process. The products IFU recognizes infection as a known possible complication of surgery. Based on the incident as reported, the pt outcome appears to be related to the procedure, however no definitive conclusions can be made at this time. This MDR includes all patient, event and device info davol has received to date. If additional info is obtained, a follow up MDR will be submitted.